Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had no power and the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 23-apr-2018 with the following findings: review of the black box showed multiple unexplained power on reset events. The battery compartment was confirmed to be cracked as alleged in the initial complaint. No battery cap was returned with the pump for investigation; a test battery cap was used to complete the investigation. On investigation, the pump powered on normally and ¿ez-prime¿ steps were performed correctly. The pump was exercised for 24 hours without any interruption in power during the investigation. There was no damage, defect or contamination of the pump¿s interior components.